Event description:
It was reported to nuvectra that the suspected cause of the high impedance issues was likely due to the leads being partially pulled out from the ipg. During the revision surgery, the leads were removed from the stimulator and reconnected.